Manufacturer narrative:
(B)(6). The field service specialist (fss) visited customer site to inspect the unit. Fss confirmed the reported issue, installed a loaner system for the customer. The customer unit was inspected at abbott facility and the graphical user interface (gui)/printed circuit board assembly (pcba) was replaced which resolved the issue and the system started up. The field service checklist was performed on the unit, which it passed and the system was found to meet abbott medical optics specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported smoke from the monitor (visible smoke) with shut off occurred on the whitestar signature system. It was reported that the issue occurred in between the operations, that there was no patient involvement. The scheduled surgery was completed by using the loaner (backup) machine and no delay in surgery was reported.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for whitestar signature system showed that there were no issues or non-conformities. Manufacturing has been ruled out as a potential cause for the reported issue. No conclusive evidence identified for reported issue. The system was working within amo specifications. All pertinent information available to abbott medical optics has been submitted.